Event description:
A customer reported an event of a "haze" emitting from the sterrad® nx sterilizer while it was running. There was no report of any injuries or human reactions. The customer was advised to shut the unit off and vacate the area until the haze dissipates. An asp field service engineer was dispatched to the site to assess the unit. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit was reviewed for the past 6 months (12/10/2014 to 06/08/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the haze/mist/vapor is the due preventative maintenance level 2. The field service engineer performed this service and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
An asp field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A preventative maintenance (pm2) was performed. The unit meets specifications and was returned to service on 6/8/2015.